Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with pvs device? Was the surgeon able to confirm that the entire width of compressed tissue proximal to cut line? How was the mesoappendix transected? If using the pvs, was no tissue distal to cut line? Does the surgeon wait 15 seconds prior to firing? How long after the firing was the bleeding identified? How was the bleeding addressed? When the reverse button did not work, how was the device opened? What is the current patient status?

Event description:
It was reported that the surgeon reported four separate instances of bleeding on the appendicular stump during lap appendectomies, one leading to a post-op abscess and hematoma formation. All of the incidents involved a pvs stapler. The surgeon also reported stapler lockouts that could not be fixed with the use of reverse button. All of the cases involved pediatric patients. Cautery and pressure were used to stop bleeding.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what is the surgeon¿s experience with pvs device? Was the surgeon able to confirm that the entire width of compressed tissue proximal to cut line? How was the mesoappendix transected? If using the pvs, was no tissue distal to cut line? Does the surgeon wait 15 seconds prior to firing? How long after the firing was the bleeding identified? How was the bleeding addressed? When the reverse button did not work, how was the device opened? What is the current patient status? The patient who developed a hematoma post-op when psv stapler was used was 5 years old; hematoma became infected, patient was brought back in and spent two days in the hospital . Therapy: drain placement via interventional radiology involvement and antibiotic therapy for two days. Post-readmission visit a week later.